Manufacturer narrative:
One phaco wrench and needle from a bl3170 handpiece was returned for evaluation. In the plastic container with the wrench and needle is a small fm/particulate taped to the side of the container. No other content was returned. Lot and expiration date is unknown. Microscopic visual inspection was used to locate the particulate in the smaller container. A metal like particulate was found inside the smaller plastic container. The contents were sent to the vendor for further analysis. This investigation is ongoing.

Manufacturer narrative:
Although requested, the handpiece was not received for evaluation. Microscopic examination was performed on the needle wrench and the needle tip where no damage was found. There was no obvious missing material, no scratches, or gouges present on the metal end of the wrench, and the flats of the needle hub were not marred, or damaged. As the handpiece was not returned, it cannot be determined if the nose cone and transducer horn were damaged. The lab's chemical analysis of the metal particle indicated that the materials of the particle were not materials used in the construction of the needle wrench and needle tip. The source and origin of the particle cannot be determined.

Manufacturer narrative:
The laboratory results were received. The particle was analyzed using an energy dispersive spectrophotometer (eds) equipped with a scanning electron microscope (sem). The results indicate that the particle consists primarily of copper, zinc, and nickel. Lesser concentrations of carbon, oxygen, aluminum, chlorine, sulfur, and silicon were detected. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is ongoing.

Manufacturer narrative:
The particle was returned for evaluation, but has not been evaluated yet. A serial number was not provided; therefore, the device history records could not be reviewed. This investigation is ongoing.

Event description:
The user facility reported that there was a metallic looking particle found that is believed to have come from the phaco handpiece. There was no medical intervention and no patient impact.

Manufacturer narrative:
Device returned to manufacturer: no. It was initially reported that the device was returned; however, the handpiece was not received. The particle was received and evaluation is anticipated, but not yet begun. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is ongoing.

Event description:
The particle was washed out with irrigation.